Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Internal investigation of the motor showed excessive motor bearing wear with shaft end play and black material around the bearing. Also, the outer gearbox bearing was found to be disintegrating. Root cause could be identified, but evidence suggests the motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported that there was no patient injury.